Event description:
Consumer complaint of low blood results. Caller normally is around 90'smg/dl. Last 5 results in memory were 61mg/dl, 50mg/dl, 63mg/dl, 94mg/dl, 60mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (50) and the highest normal result (90) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood results. Caller normally is around 90'smg/dl. Last 5 results in memory were 61mg/dl, 50mg/dl, 63mg/dl, 94mg/dl, 60mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (50) and the highest normal result (90) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).